Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that prior to surgery, the needle and thread separated easily. No patient involvement.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as not confirmed after the analysis. We have received three cases of the same code-batch from the same country at the same time. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in b. Braun surgical's warehouse. We have received 177 closed samples and 1 open sample (only external package) for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results are: 0.66 kgf in average and 0.04 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). However, considering that there is a previous complaint of this code-batch regarding the same issue, we will consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that there is a previous complaint of this code-batch regarding the same issue, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.